Event description:
The patient received her scs system on (B)(6) 2010. It was reported that her ipg site was hot and sore to the touch. The reported heating sensation was said to be present regardless of the ipg's function. Lab work for the patient found no abnormalities. She is currently awaiting further consultation with her physician. No surgical intervention is planned at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.